Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason device was not used: foreign material on implant. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "appears to have been handled and is dirty". Device was not implanted. This record is for an unknown side.